Event description:
The customer alleged that pump would not feed. Rate 70ml/hr using liquid ensure high protein. No pt impact or medical intervention.

Manufacturer narrative:
The device was not returned for evaluation. A review of the DHR showed no nonconformances were issued during the manufacture of this pump.